Event description:
During a percutaneous coronary interventional procedure, the stent was withdrawn from the cypher box and appeared to have been inflated somewhat. The stent was not clinically used and there was no pt injury.